Event description:
Four days after insertion, the pt presented to the ER of another hosp where a diagnosis of staphylococcus aureus sepsis and implanted port infection was made. Secondary diagnosis was non-hodgkin's lymphoma.